Event description:
It was reported that approximately 8 months post-implant of a bifurcated device, two limb extensions an infrarenal aortic extension, and a suprarenal aortic extension. Reportedly, the patient heard a pop, and presented emergently with abdominal pain. A computed tomography scan identified a disjunction between the bifurcated, and the suprarenal. The cook graft had popped out from the graft, and the CT also revealed there was a 4cm of an overlap. The physician chose to reline the device with a gore tag and the procedure was completed without further complications. The patient was reported to be doing well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. The patient medical information was reviewed by clinical complaint specialist with the following information: given the time lapse between the index and the event, aneurysmal disease progression or aortic remodeling might have been a contributing factor in this event. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.